Event description:
Knick found in catheter tubing.

Manufacturer narrative:
A lot history review (lhr) of rexg1003 showed no other similar product complaints from this lot number. During the evaluation of file # (B)(4), a small shallow notched slit in the tubing was observed upon receipt at bas. Patency could not be established distal to the damage sites found on the original complaint investigation of the catheter. During functional testing, multiple leak sites were observed proximal to the shallow notch. An isolated area of the tubing (29 cm depth marker) revealed a sculpted longitudinal notch in the blue radiopaque stripe. The characteristics of the damage found on the catheter that suggests contact with some type of sharp instrument. This may have occurred inadvertently during handling of the catheter during the removal process. The IFU states "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material." There is no evidence of a manufacturing defect with the returned catheter. This complaint is confirmed and will be considered user related.